Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133272.

Event description:
It was reported that the patient has been experiencing ineffective therapy. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place, patients entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.